Event description:
A malfunction was reported with the pump showing malfunction code malf 9. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information to reset the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue appeared again, and they acknowledged this guidance.